Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode was not observed as all samples met specifications.

Event description:
It was reported that the bd vacutainer® cat (clot activator tube) plus blood collection tubes had missing cap. No serious injury medical intervention.